Manufacturer narrative:
Reference MFR. Report: 1221359-2021-01391. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay for muliple patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 . No patient information, including treatment and outcome, was provided.